Event description:
It was reported that a spectrum pump had failed flow rate test during planned maintenance at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device was found to deliver within specification during flow testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'failed a flow rate test' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.